Event description:
Customer reported via phone, he has been hospitalized several times for low blood glucose, and he uses the temp basal when cycled. On (B)(6) 2015 he thought he reduced his basal by 50 percent and it didn't blood glucose lowered to 37 mg/dl, treated with food. Customer stated he doesn't have a pancreas, bladder, and spleen. Customer blood glucose was below 30 mg/dl when he was admitted. Customer does not recall any significant event which may have caused the low blood glucose. Customer didn't recall the details for the other numerous times he has been hospitalized. Customer declined troubleshooting for low blood glucose and will continue to use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.